Event description:
During investigation of the patient's high impedance as reported in manufacturer report number: 1644487-2012-00267, it was observed pre-operatively on the date of the generator and lead replacement surgery ((B)(6) 2012) by the manufacturer field clinical engineer that the generator was programmed to unintended parameters that are indicative of a faulted systems diagnostic test occurring. The device was intended to be disabled to 0.0ma by the nurse due to the high impedance. The patient's parents reported on the date of surgery that they were told the device was disabled during the patient's appointment on (B)(6) 2012. The family and the patient were concerned that the device was still on, as the patient reported feeling an "electrical shock" in her neck about every hour since the visit. The device was turned off pre-operatively by the field clinical engineer. Attempts to obtain programming/diagnostic history from the nurse and physician's office have been unsuccessful to date. It is likely that a faulted systems diagnostic test occurred on (B)(6) 2012 prior to the patient leaving the clinic which changed the settings to unintended parameters.

Event description:
Review of the patient's programming/diagnostic history reveals that the pre-operative interrogation settings were abnormal settings for the patient, ruling out that the patient's device may just not have been disabled.

Event description:
A copy of the referring physician's flashcard was received and reviewed. The patient's settings were never disabled as intended on (B)(6) 2012. However, a faulted system diagnostic test did occur on (B)(6) 2012, which changed the patient's settings to unintended parameters. The settings were not reprogrammed, and these were the settings that the initial interrogation showed on the date of surgery on (B)(6) 2012. The patient was therefore receiving less therapy that the physician's office intended, since it is evident that they did not attempt to disable the device.

Manufacturer narrative:
Date of event, corrected data: with the additional information received, the event date is now known as (B)(6) 2012. The initial report inadvertently reported this data incorrectly.

Manufacturer narrative:
Age at time of event, corrected data: with the additional information received, the patient's age was 44 at the time of the event. Suspect device, model #, serial #, lot #, other, corrected data:' the supplemental report #2 inadvertently did not report this additional information received.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not include this information. Device manufacture date, corrected data: the initial report inadvertently reported this information incorrectly.